Manufacturer narrative:
(B)(4). The primary finding was high battery resistance. The pump failed the battery resistance waveform test with a high resistance of 1285 ohms. Pump's logs showed multiple low battery resets, watch dog not properly serviced, and pump in safe state. The watchdog not properly serviced seen in the exception history log is related to the low battery resets that were seen and the battery anomaly that was found. Battery voltage was within specifications. The battery logs of the battery resistance command test file showed a voltage drop of .87v, but no low battery resets. Multiple low battery resets happened during analysis. A small amount of moisture residue was noted on top surface of hybird.

Event description:
A synchromed ii product was returned with no info. Add'l info has been requested and will be reported when/if it becomes available.